Event description:
On 11/20/09, this senior medical surveillance specialist spoke with the pt/layperson who now questions a result obtained on event date, with her onetouch ultralink meter. The pt reported the following info. During a party on the same day, the pt tested her blood glucose after eating dinner, obtaining 177 mg/dl around 7:15 p.m. The pt bolused 1 unit of insulin to cover the two small pieces of sugarless cake she would eat. Reportedly, the pt's system is extremely sensitive to both insulin and food; blood glucose can drop low after insulin. After eating, food can cause extreme stomach pain as well as increase her blood glucose to over 300 mg/dl. Therefore, the pt attempted to eat smaller portions at the party and to inject a smaller dose of insulin. Because of her sensitivity issue, the pt is scheduled for a pancreatic transplant. Approximately twenty minutes or so after injecting the insulin and eating the cake, the pt had trouble focusing. Although the pt left the room and ate candy when she realized her blood glucose was dropping, "nothing helped." Emt was called after someone found the pt passed out. Around 8 p.m. Emt obtained 21 mg/dl on the ambulance meter and then treated with IV glucose. The pt then became aware of her surroundings. Although the pt's bolus was based primarily on food the pt would eat and not specifically upon the 177 blood glucose result, because the pt now questions its accuracy followed by treatment for hypoglycemia, the complaint is reported. The pt's meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.